Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube ip. However, unit was received with normal operating currents and passed restart error test, self-test, rewind test, displacement test,prime and system sensor and excessive no delivery test. No excessive no delivery alarm noted. Pump received with minor scratched lcd window, missing reservoir tube o ring and broken battery tube threads.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 240mg/dl at the time of incident. Troubleshooting found that there are broken pieces in the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.